Manufacturer narrative:
Initial reporter's info: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the primary pouch has an open seal because the seal weld part is misaligned.